Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer also had another low incident of 57 mg/dl on (B)(6) 2017. The customer was at 264 mg/dl at the time of the call. The customer experienced symptoms such as drooling and convulsing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.